Manufacturer narrative:
(B)(4). Concomitant therapies: spironolactone, thyroid medication. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swollen vein or blood vessel protruding from the left temple area", "left side is distorted from the right side and something is not circulating at the left temple¿ and "biofilm infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿the product must not be injected into blood vessels. Introduction of juvéderm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported they were injected about one year ago with one syringe of juvéderm voluma xc in the cheeks and temple, one syringe of ¿juvéderm xl¿ in the temple, and restylane. Immediately after injection patient experienced a swollen vein or blood vessel protruding from the left temple area. The patient also reported that ¿the left side is distorted from the right side and something is not circulating at the left temple.¿ patient was diagnosed with a biofilm infection. Patient was prescribed cipro and dexamethasone for one month and had a series of hyaluronidase injections. The symptoms never resolved. Patient was concomitantly taking metformin, spironolactone, and a thyroid medication. This is the same event and the same patient reported under MDR ID #3005113652-2016-00858 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm voluma xc.